Manufacturer narrative:
Additional information: b5, d3, d9, e2, e3, g1, h3, h6. Plant investigation: non-conformity was not observed during the manufacturing process. One other complaint from the same batch has reported a similar failure pattern. No sample was returned for evaluation. Replacing the cable solved the issue. A defect in the cable or cable connection may have caused the issue, however, a definitive cause for the defect could not be determined.

Event description:
The xenios director of clinical education reported that while onsite for customer training, it was discovered that the p2 pressure on the novalung console would intermittently display as >400 mmhg and return to a baseline value. Upon further inspection, when handled at the connection port and the integrated pressure sensing connecting cable, the fluctuation between normal reading and erroneous measurement (>400) would occur. Troubleshooting was performed by the clinical staff by testing the cable in other ips ports, which resulting in persisting pressure fluctuation readings. This verified that the issue was with the individual pressure cable. There was no patient involvement as this was a training environment. The complaint sample was initially reported as available; however, the product was not returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The xenios director of clinical education reported that while onsite for customer training, it was discovered that the p2 pressure on the novalung console would intermittently display as >400 mmhg and return to a baseline value. Upon further inspection, when handled at the connection port and the integrated pressure sensing connecting cable, the fluctuation between normal reading and erroneous measurement (>400) would occur. Troubleshooting was performed by the clinical staff by testing the cable in other ips ports, which resulting in persisting pressure fluctuation readings. This verified that the issue was with the individual pressure cable. There was no patient involvement as this was a training environment. The complaint sample was available for product evaluation.